Event description:
It was reported that approximately 73 months post implant of a bifurcated device and an infrarenal aortic extension the patient developed an endoleak. Since the initial implant on (B)(6) 2009 the patient had two other procedures where competitor (B)(6) products were implanted. The physician decided to explant the devices. During the procedure the patient was given 4-5 units of blood.

Manufacturer narrative:
Based upon the clinical review, an unknown type endoleak was confirmed although the medical notes suggested a possible type ib, a type ii, and/or a type iiia endoleak. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be assessed due to the lack of a pre implant CT scan. Patient factors that might have contributed to this event included the use of antiplatelet therapy and its known anti-thrombic effects. Twenty six months post implant, there was documentation to support a type ia endoleak and an evar repair with a bare metal stent. At this time, the sac size was documented to be 7.5 cm (increase from 5.0 cm). Seventy-three months post implant, the following findings were supported by medical documentation only: type ib; and type iii (perceived type iiia) and a type ii from multiple lumbar arteries. The vela infrarenal stent was placed for a persistent mid body leak; the reported type ia endoleak could not be confirmed. The above evar repair was a palliative initiative until the patient was cleared for an open repair, given enormity of the aneurysmal sac (14.5 x 17 cm). A CT scan completed two days post repair demonstrated: s/p infrarenal and bilateral non-endologix stents within the bilateral persistent type ii lumbar endoleaks; and, an unknown endoleak of the mid main body. A type iiib endoleak could not be ruled out. This endoleak will be classified as unknown more information can be gathered; new inquires have been made. The explant procedure approximately two weeks later could not be established by documentation or imaging; the final disposition of the patient could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be definitely identified. The available images and records confirmed an endoleak, but the type of endoleak was not able to be pinpointed. The lab analysis of the explant showed that the inside of the grafts were occluded with a substantial blood clot from the proximal neck to the distal ends of the non-endologix limb extensions. There was no evidence of a hole in the grafts. The cause of an endoleak was not apparent although the occlusion that was found could have precipitated a type ia endoleak. The cause of the occlusion could not be determined from the return analysis. There was no apparent kinking or obstruction that would have contributed to formation of an occlusion.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.